Event description:
It was reported that the external pulse generator (epg) had a cracked case. The epg has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that two side bail covers were broken, the ring cover was broken, two side bails were missing, the battery drawer was broken and the menu encoder was loose. (B)(4).